Event description:
It was reported that during an unknown procedure, the staples applied by two cartridges used remained open. The case was thus carried out and finished by using a new other device and a new other reload. No adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.